Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap nephrectomy. Event description: cer # (B)(4) will address event unit 1 of 2 (mw# 2027111-2018-00196 ) cer # (B)(4) will address event unit 2 of 2 (mw# na) two trocars broke during the surgery. The first trocar broke completely in half and a small piece, about the size of a grain of rice, may still present in the patient. The particulated piece was not located. The second trocar cracked in half but did not particulate. The timing of the events was unknown; however, they did not occur during insertion. The case was not a robotic case. The patient has a high bmi. The reporter had limited information at this time. The surgeon used a scope, energy device and stapler through the trocars. The rep was not present during the case. The devices are available for return once the hospital risk management department releases them. The patient's recovery is normal. No illness or injury occurred associated with the complaint event. The facility obtains their trocars through an in-house third party. Type of intervention: no illness or injury occurred associated with the complaint event. Patient status: the patient's recovery is normal

Manufacturer narrative:
The cannula of the event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fractured cannula. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by a combination of the material and uneven wall thickness of the cannula. The material can become brittle when exposed to a lipid saturated environment for a long duration of time. The uneven wall thickness could cause the cannula to be more susceptible to damage. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has implemented process enhancements intended to further minimize the potential for this type of incident to occur.